Event description:
The sensor zeroed correctly and patient was taken to the ward after procedure. It then displayed a -99 reading. The sensor was removed. No ae to patient. (B)(4) 2015 per affiliate: the lot number has been confirmed as crkcby.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The evaluation included a review of quality records, which found the instrument met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the device found that the catheter material was cut open 9.5 cm from the tip of the sensor case. The internal wires were exposed and there was suture attached to the catheter material. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure appeared to be mishandling of the catheter. While the issue appears to have been user related, this is not able to be conclusively determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.